Manufacturer narrative:
The rf wire was received for analysis. Upon receipt at our post market quality assurance laboratory, the rf wire was visually inspected and it was revealed that there was an insulation damage observed along the wire body. There was no damage to distal tip noted. It was further revealed that there was a minor flaring at proximal transition. Residue or damaged polytetrafluoroethylene (ptfe) also observed along mid-body of wire. Grouping of sheared and damaged ptfe located between 84 cm and 88 cm from the proximal end of the wire. Minor delamination of ptfe observed more distal along wire body, 223 cm from proximal end of the wire. The dilator was attempted to be inserted over the proximal end; no resistance was encountered and dilator was able to advance. The dimensional test revealed the wire body outside diameter was out of specification at ptfe shearing but within specification at proximal end of insulation, at minor delamination distally, and at wire body. The reported allegation is confirmed based on the returned device.

Event description:
Reportable based on analysis completed on 17feb2026. It was reported that during a left atrial appendage occlusion (laao) procedure, a versacross connect laac was selected for use. It was noted during preparation that when it was attempted to load the rf wire into the dilator, it would not advance. Multiple attempts were made by flushing dilator and tilting, but it would not go past the edge. Thus, the device was replaced and the procedure was completed successfully. Issue occurred prior to patient being present. No patient complications occurred. The device is expected to be returned for analysis. However, analysis revealed a very minor flaring at proximal transition and polytetrafluoroethylene (ptfe) shearing observed more distal.